Event description:
Customer reported unexpected negative reactions on the galileo. 2 patient samples containing anti-fya had negative antibody screens.

Manufacturer narrative:
A service call was made and the camera was repaired; a bulb had to be replaced. After the visit, the instrument operated as expected.